Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) has delivered inappropriate therapies due to myopotential noise oversensing, under primary vector configuration. Technical services reviewed the data and recommended to perform reproducibility testing and evaluate the possibility of usage of other vector configurations. X-rays were recommended as well to see any misplacement and/or impairment of the s-ICD system. This implantable electrode remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) has delivered inappropriate therapies due to myopotential noise oversensing, under primary vector configuration. Technical services reviewed the data and recommended to perform reproducibility testing and evaluate the possibility of usage of other vector configurations. X-rays were recommended as well to see any misplacement and/or impairment of the s-ICD system. Noise was able to be reproduced with provocative maneuvers and the vector configuration was subsequently changed. X-rays were performed, no integrity issues were found. This implantable electrode remains in service and no additional adverse patient effects were reported.